Event description:
It was reported that during surgery, the shaft of the screwdriver was allegedly sticking and was not able to snap into place.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was returned in visibly used condition but no notable damage was observed. See attached pictures. Dimensional inspection: not performed as the device was fully functional per inspection. Functional inspection: the returned ratchet handle was functionally tested with a universal driver shaft, part #: 2107-1015 lot: f9t811001. The ratchet handle accepted the driver shaft and turned without issue. The ratchet handle was confirmed to be fully functional. The event could not be confirmed as the reported issue could not be repeated or duplicated with the returned device. Functional inspection confirmed the device to be fully functional. The root cause could not be determined as no information was provided regarding the mating driver that used when the event allegedly occurred. No further investigation is possible at this time with the provided information. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery, the shaft of the screwdriver was allegedly sticking and was not able to snap into place.

Manufacturer narrative:
The event could not be confirmed as the reported issue could not be repeated or duplicated with the returned device. Functional inspection confirmed the device to be fully functional. The root cause could not be determined as no information was provided regarding the mating driver that used when the event allegedly occurred. No further investigation is possible at this time with the provided information. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery, the shaft of the screwdriver was allegedly sticking and was not able to snap into place.